Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis, they observed a crack at the venous (blue) and arterial (red) luer adapter. It was stated that they were able to go on with treatment and to resolve the issue, the catheter was repaired (repair kit was used) after the dialysis was completed. There was no leak. The catheter had been in place (implanted) for a couple of months, the cleaning agent used on the device was alcohol 70%, alcohol 70% was also typically utilized to clean the adapter, the cleaning agent(s) were allowed to dry thoroughly prior to applying ointment(s) to the area, tego was utilized and no instrument was used to loosen or tighten the device. The adapters were tightened by hand and there was no excessive force used on the device. The insertion site was treated prior to product placement, nothing unusual was observed on the device prior to use, flushing was done prior to use and the result was that the catheter was properly working, no intervention/treatment was required as a result of the adapter issue. There was no patient symptoms or complications associated with this event. There was no blood loss and blood transfusion was not required. There was no reported patient injury.